Event description:
A user facility reported to olympus that an image was not produced. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure (dp board). In addition, the evaluation found front panel lighting failure due to a printed circuit board failure and front panel switches not functioning due to a printed circuit board failure. Additional evaluation findings are as follows: accumulated dust in unit; inside harness poor appearance due to rust; poor appearance of the foot; gasket deformed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena were duplicated at the repair department, and the faulty patient circuit boards (dp, dx, and cp boards) were pointed out as probable cause. The cause of the defective boards could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Event description:
The reported problem was found during routine morning inspection by a technician.